Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) o-ring gasket was coming out from between the case halves by the battery compartment. It was indicated that the lower case was damaged, hanger assembly was cracked, output connectors were broken, main printed circuit board (pcb) was damaged, and a display wire was pinched. The epg was repaired and returned to use. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) o-ring gasket was coming out from between the case halves by the battery compartment. The epg was returned for service. There was no patient involvement.